Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation no problems or errors occurred. A definitive root cause of the reported issues could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had black and white static appeared on the octagonal screen. The static improved when the connector of the maj-1933 was shaken. Also, the static appeared again after the examination. And an e216 (scope communication error) occurred. The issue occurred, during preparation of use diagnostic colonoscopy. And completed using similar set of devices. There were no reports of patient harm.